Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient indicated that the remote monitor was not receiving any power. Mulitple jacks have been tried. The power cord is plugged in correctly. The monitor has previously transmitted successfully. A new power cord will be sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis: model 2490c8 remote monitor, serial/lot#: (B)(4). There was a partial return of the remote monitor and analysis revealed that there was a component failure. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor has been replaced and returned.